Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens was returned in liquid, in lens vial. Visual inspection found a tear on the optic and haptic. Residue on the lens surface was also observed. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a, +17.5 diopter, intraocular lens tore during loading. There was no patient contact and the backup lens was implanted. The reporter stated that the cause of event was unknown.